Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt died. The pt's spouse indicated the death did not appear to be related to the implanted device. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.